Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. The instrument demonstrated intuitive movement with full range of motion in all directions, and the grip tips opened and closed properly. Energy delivery testing was successfully completed in various grip orientations, and the instrument also passed the electrical continuity test. Inspection of the housing did not identify any damage. Failure analysis was unable to verify the customer-reported event, and the instrument was found to be fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, the leg of the patient twitched when applying current with the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory was inspected prior to use and there were no abnormalities prior to surgery. No obvious damage was noted to the instrument/accessory after the arcing event. Arcing was not observed. No electric arcing occurred during cauterization, but the patient's leg twitched. Monopolar energy was activated when the arcing event occurred. The instrument was connected properly. No information is available about the type of generator/electrosurgical unit (esu) used. The instrument was in use for approximately 10 minutes prior to the arcing event. Cadiere and maryland bipolar instruments were in use when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, the instrument tip(s) were not in contact with tissue. The instrument tip(s) did not touch any staples, clips, or sutures while energized. The instrument was cleaned, and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The cause of the arcing event was unclear according to the surgeon. There was no injury to the patient because the instrument was stopped from being used to perform surgery at an early stage. The patient has not yet returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument and cable were sent in for evaluation to isi. No photographic images of the device or a video recording of the procedure is available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.